Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer's high blood glucose level was 529 mg/dl. The customer feels ok to troubleshoot for the high blood glucose. The customer reported that the automode was not active at the time of high blood glucose. The insulin pump will not be return for the analysis.